Manufacturer narrative:
Service was dispatched on (B)(6) 2011 for this event. The field service engineer (fse) replaced the sample mixer paddle, reagent wash cup, probe b wash collar, the sample probe and wash collar, and the sample syringe barrel/plunger. Post repair calibration and quality control results met customer established specifications. After the necessary and verified repairs the instrument was returned back into operation. A definitive root cause for this event has not been determined to date.

Event description:
A customer reported having issues calibrating the triglyceride (tg) chemistry on an unicel dxc 800 synchron system. Beckman coulter inc. Assessment of instrument chemistry performance data revealed that the reaction absorbance readings appeared elevated. Because of this, beckman coulter inc. Advised the customer to repeat any potentially impacted patient results. The customer indicated that falsely high tg results were reported out of the laboratory. The number of erroneous patient results, and the dates/times these results were generated is unknown as the customer did not provide any patient results associated with this event. Although the erroneous results were reported outside of the laboratory, there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The customer did not report any issues with other chemistries. No specific patient information or sample handling/collection data was provided by the customer.